Event description:
It was reported that a lead alert occurred for high impedance on the superior vena cava coil, impedance increased on both the superior vena cava and high voltage coils of the lead, pacing impedance was varying, and that there was a possible lead fracture. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.